Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up button was intermittently sticking on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer reported the insulin pump falling in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.